Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8079069, and no related abnormalities were found. This lot of intima ii was manufactured in june of 2018; and it was determined that this is the only instance this issue occurring in this batch of product. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Investigation conclusion: the physical sample could not be obtained for investigation. However according to previous investigations, depending on pressure variance in the autoline's swage pressure it is possible for the machine to become misaligned allowing for the resulting crack to form in the device; a review of our line determined that the machine is in the proper orientation and operating normally. Root cause description: we are currently conducting a long term study to determine the root cause for this event. Rationale: presently, we are addressing the issue through the implementation of manual inspections for cracks in the adapter head, and we are future optimizing our swaging process by reducing depth requirements. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked from the needle hub after piercing. No serious injury or medical intervention was reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system leaked from the needle hub after piercing. No serious injury or medical intervention was reported.